Manufacturer narrative:
The hvad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The ventricular assist device system instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the nurse clinician, that the patient was implanted with bivad (bilateral vad) support on (B)(6) 2015. After an hour of stable support, volume issues were noted due to extensive bleeding. Rvad appeared to have inflow obstruction, which could not be resolved with speed and volume changes. Oxygenation dropped. "Crashed onto ECMO support." Patient left or with ECMO rvad and hvad lvad. Site does not believe ECMO can be weaned, as right heart failure is the primary reason the patient was implanted. Patient taken to or on (B)(6) 2015 for tah (total artificial heart) implantation and removal of ECMO and hvad lvad.